Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a severely calcified lesion. A rotoblator rotalink plus 2.00mm and rotawire were being used for treatment. During the procedure, the physician had noticed the rotaburr and rotawire were stuck together. The physician could not release the devices, so they were removed together and replaced with similar devices. The new devices were used to complete the procedure successfully. No patient complications occurred due to this event.

Event description:
It was reported the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a severely calcified lesion. A rotoblator rotalink plus 2.00mm and rotawire were being used for treatment. During the procedure, the physician had noticed the rotaburr and rotawire were stuck together. The physician could not release the devices, so they were removed together and replaced with similar devices. The new devices were used to complete the procedure successfully. No patient complications occurred due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was returned within the rotablator device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. Functional testing was initially performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink at 38.5cm from the proximal end of the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire.